Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple shocks for an episode that was detected by the implantable cardioverter defibrillator (ICD) to be ventricular fibrillation; however, emergency room personnel thought the rhythm was ventricular tachycardia and others thought it was atrial fibrillation with rapid ventricular response making the shock inappropriate. The shocks were not able to convert the rhythm, but the episode self-terminated. The ICD remains in use. No further patient complications have been reported as a result of this event.